Event description:
The subsidiary service engineer reported that during routine testing of the device at the service center, there was damaged parts on the perfusion system. This issue was found on a demo unit that the subsidiary site was repairing. There was no patient involvement.

Manufacturer narrative:
The subsidiary site will be replacing the circuit breaker resetable 0.7 amp, the circuit breaker resetable 7 amp and the circuit breaker alternating current (a/c)/direct current (d/c) rocker of the perfusion system.